Event description:
During field service installation of the device, the cable was torn during equipment set-up. Since the event occurred during field service installation, there was no patient involvement during this event.